Event description:
Indication for procedure: acute sepsis secondary to pocket infection. Procedure: pt had an implanted boston scientific pacemaker, model 1270 with 2 leads on the left side (lead model # 4053 and 4017) . The device was implanted 2001. A drop in blood pressure occurred. The lead removal team performed chest compressions, echo evaluation and the CT surgeon was called. The CT surgeon cracked the chest and attempted to repair a tear in the svc. Outcome: pt death.

Manufacturer narrative:
Failure analysis: the devices were not returned for failure investigation. The physician did not believe that the spnc devices malfunctioned in a manner that would have caused the adverse event.